Event description:
The nurse from the facility informed baxter's customer service representative who was visiting the hospital, that a patient was admitted into the hospital during the past week with edema. It was reported that the patient's homechoice (hc) device was not properly programmed. The hc was programmed based on the authorization provided by the patient's daughter who confirmed that the program was the authorized by the hospital. According to the information provided to the baxter clinical coordinator who visited the hospital after this report, the doctor in charge of the nephrology area as well the nurse in charge of the nephrology department said that the patient's daughter incorrectly informed them of the patient's hc program. The doctor and the nurse are not relating the patient's edema with the homechoice machine programming. They relate the situation with the lack of interest of the patient to care for his condition and his diet. Currently the patient is hospitalized and is waiting to leave the hospital based on his condition.

Event description:
It was reported via a trial that after the xact stent deployment in a heavily calcified left internal carotid artery, the patient experienced a transient ischemic attack with aphasia, right hemiparesis and severe hypotension. The patient was treated with a dopamine infusion and IV fluids. The transient ischemic attack symptoms began to resolve by the end of the procedure. Additionally, two days after the procedure the patient experienced a non-st elevation myocardial infarction associated with ventilator-dependent respiratory failure. The hypotension continued and was resolved three days after the procedure. The patient was discharged seven days after the procedure. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). It is unknown at this time if the device will be sent back for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it is still being used by the customer with no additional problems. The last service performed to the device showed that no issues or deviations related to reported event were identified. The equipment was released in compliance with all quality and technical specifications. The programming of the device was reviewed and it was according to prescription of the physician. The clinical team performed an investigation finding some deviations during the therapy. Based on the above mentioned findings, it is concluded that the patient?s medical condition was not related to the homechoice device. Additionally, it was confirmed that the device?s settings were programmed according to the corresponding medical prescription. Therefore, this is not a device product related event. Trend review was performed which revealed this is the only report received for this condition. This is considered an isolated event not related to device issues.